Event description:
The facility representative contacted baxter on (B)(6) 2010 to report an auto syringe infusion pump as50 that had error code l000023. The event occurred during patient therapy on (B)(6) 2010. Therapy was interrupted. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been received and will be evaluated by baxter. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.